Event description:
It was reported that the radiofrequency programmer head originally returned as an associated device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
Product event summary: during analysis the head tested out of specification on e-field immunity functional testing and its cable was replaced to resolve. Concomitant medical products: product ID 229047 software analyzer. (B)(4).